Event description:
It was reported during a routine check performed by field service engineer the the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #1. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction block e1 telephone is +(B)(6). The field service engineer (fse) checked the system all calibrations within the range, machine running hours is almost 9500. Suggest the customer to replace safety disk and pm 5000 hours kit immediately. Customer has one old s98xt from that machine removed safety disk & compressor then replaced to cs100. Then checked it is working fine and ready to use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).